Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was scratched. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: investigation showed no scratches on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.